Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein (rcfv) using a proglide device after an afib ablation interventional procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Additionally, when the foot of the proglide was closed and an attempt was made to remove the device from the patient anatomy, it became stuck and could not be removed. The physician opened and closed the foot in attempt to be able to remove the device to no avail. A vascular surgeon was called in. Access was made in the left common femoral vein. The proglide was purposely separated and the surgeon used a snare to go up and over to the rcfv and snare the distal portion of the proglide device from the patient anatomy. All portions of the proglide were successfully removed from the patient. There was no reported tissue or vessel damage. Hemostasis was achieved in the rcfv using manual arterial compression there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein (rcfv) using a proglide device after an afib ablation interventional procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Additionally, when the foot of the proglide was closed and an attempt was made to remove the device from the patient anatomy, it became stuck and could not be removed. The physician opened and closed the foot in attempt to be able to remove the device to no avail. A vascular surgeon was called in. Access was made in the left common femoral vein. The proglide was purposely separated and the surgeon used a snare to go up and over to the rcfv and snare the distal portion of the proglide device from the patient anatomy. All portions of the proglide were successfully removed from the patient. There was no reported tissue or vessel damage. Hemostasis was achieved in the rcfv using manual arterial compression there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.